Manufacturer narrative:
.

Event description:
Subsequent information was received that the abnormal ra lead measurement was a high threshold measurement. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this patient was not feeling well. Upon investigation, there were some abnormal measurements and the right atrial (ra) lead and competitor left ventricular (lv) lead were found to be dislodged. As a result, the ra and lv leads were explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough product analysis was performed. The lead was confirmed to be electrically continuous. The lead tip and helix have no visible signs of damage or defect which would lead to dislodgement. As a result, the clinical observation could not be confirmed.